Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. To report a past incident of batteries becoming damaged inside the battery compartment of the purely yours ultra breast pump during usage. Customer was pumping while in the car back in (B)(6) 2016. She heard a loud pop from the battery compartment followed by dark fluid leaking into the battery compartment area from 2 damaged batteries. She states having no contact with this fluid therefore no injury, burn or property damage occurred. She wiped out the fluid with a wipe and continued to use the pump. A replacement purely yours pump base was overnight shipped to the customer.